Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance / manufacturing irregularities] were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a endoscopic surgery the doctor reports that he was normally operating a patient in a case of endometriosis when he saw something dark in the abdominal cavity through an optical device and, when removing it, he realized that it was the tissue pad of the shears. The tissue pad came off and fell into the cavity. There were no patient consequences.